Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2025 and suture was used. During the procedure, in case of a vascular surgery the needle is torn down 5 times in a row from thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any adverse consequences associated with the patient? - when was the needle torn down from the thread (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.